Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 686mg/dl. It was stated that the customer experienced excessive thirst and lethargic. The nurse requested a representative to come and to check the device. The customer called back to troubleshoot the insulin pump. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Further testing was declined as customer stated that she will visit her doctor. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.